Event description:
While removing thrombus the physician was moving the catheter back and forth (the device) activated continuously, and he felt resistance at the thrombus and constant alarm went off several times, so they reversed the cutting blade and proceeded. The pt yelled, and said "ouch" and they stopped the procedure and did a selective run off, and noticed extravasation. The physician then ballooned two or three times and stented with a guidant coronary stent 3x38.